Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device keypad was difficult to actuate. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and was able to be duplicated. It was determined that the cause of the issue was faulty main keypad. Stryker provided the customer with a repair quote, but no response has been received from the customer. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device keypad was difficult to actuate. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.